Event description:
It was reported that the patient presented remotely on merlin.net. It was noted that the defibrillatory impedance was high. The right ventricular (rv) lead was explanted and replaced. The patent was stable.